Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 18. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 18. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.